Event description:
It was reported that when a patient presented in clinic after receiving a vibratory alert, high out of range, pacing lead impedance was observed. Oversensing due to noise was noted. Noise was reproducible with device manipulation. The lead was explanted.

Manufacturer narrative:
Beginnings of internal insulation abrasion was noted at 2.8cm from the connector pin. Fractures of the termination pins of the sensing conductor and svc conductor circuits were noted proximal to the crimp sleeves on the df-4 connector. A partial fracture of the inner coil was noted at 2.8cm from the connector pin. These fractures are due to stress created from bending around the end of the device header. These fractures are consistent with the observation from the field of high pacing lead impedance and noise.